Event description:
It was reported that during surgery, the surgeon used the cannulated probe. The surgeon assembled the probe of the outer and inner and inserted in the patient bone using the hammer (the patient's bone quality was very hard). Afterwards, the surgeon removed the probe. When the surgeon checked the probe, the base of inner broke.

Manufacturer narrative:
(B)(4). Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: review of manufacturing records did not reveal any related manufacturing issues. The k-wire was examined visually and confirmed to be broken. A material analysis determined that the k-wire broke through ductile overload at multiple fracture initiation sites. Conclusion: the reported k-wire breakage was likely due to cantilever forces contributing to an overload at the fracture site.

Event description:
It was reported that during surgery, the surgeon used the cannulated probe. The surgeon assembled the probe of the outer and inner and inserted in the patient bone using the hammer (the patient's bone quality was very hard). Afterwards, the surgeon removed the probe. When the surgeon checked the probe, the base of inner broke.